Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer fill estimate remained at a static value after 12 units worth of boluses were delivered. Tandem technical support educated the customer in fill estimates. Additionally, it was reported that when the customer would press on screen, the touch screen would time out much quicker than the timeout setting the customer had set up. The contact declined troubleshooting for this issue. Blood glucose level was 420mg/dl.